Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. In turn, surgery occurred to disconnect 1 tail of the lamitrode lead from the ipg and implant 1 octrode lead. Post-operatively, effective therapy was established.